Event description:
It was reported that about 6 years ago, dbs system was implanted for both sides. On 2012 (B)(6), the patient was admitted to the hospital to replace ins for normal battery depletion. On x-ray, it showed a suspicion of extension fracture. On 2012 (B)(6), the physician replaced the extension too. When the physician checked the extension, there was a burn mark at the fracture. The physician examined x-ray photos which were taken in the past; it showed a fracture in 2007. The physician noted that there hadn't been any high impedance observed in the past few years, so he did not recognized the fracture. The patient did not have any symptoms; the patient was also on medication, so the physician believed that a certain level of drug efficacy was maintained. The patient outcome was no health hazard. If additional information is received, a follow up report will be sent

Manufacturer narrative:
Updated analysis of extension model 748266 lot # nhu117388v showed extension body conductor broken/coiled wire in body.

Manufacturer narrative:
Extension: model # 748266, lot # nhu117388v, implanted: unknown, explanted: 2012 (B)(6).

Manufacturer narrative:
Final analysis of extension model 748266 lot # nhu117388v showed outer insulation broken/torn and all conductor wires broken 15cm from the proximal end. If the outer insulation is torn and all conductor wires are exposed in a conductive material (body fluid) the impedance measurement will be taken at that location, resulting in a normal or lower then expect reading. Number of segments: 2, proximal and medial segments. Outer insulation pinched; medial segment: at suture site 4cm from proximal end. Suspected body fluids observed in extension. Outer insulation cut, cosmetic. Body insulation cut thru, ext segmented; medial segment: distal end. No shorts between circuits. Continuity acceptable.

Event description:
Additional information received noted that the dbs system was implanted to the patient for both sides on 2006-(B)(6). On 2012-(B)(6) extension and ins were replaced.